Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked fluid oozing from the end of the needle after retraction of indwelling needle use

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.

Manufacturer narrative:
As described in the follow-up information: leakage occurred at the septum, no defective sample and photo were returned. DHR/bhr review lot#0008906: the products of this batch were assembled at intima ii auto line 2 in january 2020, and packaged at cfs package line in january 2020. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results met the product specifications. Review the production records with no nonconformance, deviation or rework activities. The shelf life of the indwelling needle is 3 years. Retained sample analysis is not performed as the shelf life of this batch of products has expired. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the leakage at the septum cannot be determined because no abnormality is found in the manufacturing process, no similar complaints have been received from other hospitals regarding this batch of products, no defective sample is received for further examination, and the shelf life of this batch of products has expired.